Event description:
It was reported that during a data review, high, out-of-range shock impedance measurements (>125 ohms) were noted from this right ventricular (rv) lead. Additionally, the rv pacing impedance measurements were gradually decreasing, but still in-range. Boston scientific technical services was contacted and recommended a thorough in-clinic assessment of the rv lead integrity via provocative maneuvers, diagnostic imaging, and potential commanded shock testing. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.